Event description:
Broke off two needles in skin (stomach), which had to get removed [medical device complication]. Case description: medical device information: class lla. This spontaneous report, reported by a customer from the united states, reported as "broke off two needles in skin (stomach), which had to get removed", concerns a male pt treated with novofine 31 gauge disposable needles from 2007 to ongoing and novolog (rapid acting insulin as part) flexpen from the same month to ongoing for "insulin-requiring type ii diabetes mellitus". Medical history included obesity (weight unk), sleep apnea, and hypertension. In 2008, two novofine 31 gauge disposable needles broke off in the man's skin (stomach). The pt reported that his novolog flexpens were not working properly and the tip of the needles broke off. He stated that the needles were not deep in his skin and he could see the edge of the needles. The pt stated that he was unable to remove the needles by himself; therefore he went to the emergency room. Both needles were removed by the emergency room physician with tweezers. No other treatment was received. The pt reported that no x-ray was required. The event resolved that same day and he was discharged from the emergency room. The overall outcome was reported as recovered the same month (exact date unk). Reporter comment: the pt stated that he blames the novolog flex pens as the cause for the broken needles. Comment: company comment: based on the received info, there is no cause and effect relationship between novolog and the reported event: this is an initial report and follow-up is pending.